Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site with the stimulation turned up. High impedances on contacts of ipg port was noted. The physician believed there could have been a slight damage to the lead.

Manufacturer narrative:
Additional information was received that the patient has no more pocket discomfort. There will be no further course of action taken with regard to the high impedances. It is not known if there is an actual damage to the lead. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site with the stimulation turned up. High impedances on contacts of ipg port was noted. The physician believed there could have been a slight damage to the lead.